Event description:
The patient contacted animas on (B)(6) 2012 reporting low blood glucose during the night as low as 2.0 mmol/l with symptoms of weakness, sweating, and shaking. The pump was reviewed with the patient and confirmed that all settings were programmed correctly. The patient confirmed that all boluses were delivered in full and the pump basal and bolus histories were correctly reflected in the pump total daily dose history. Customer support advised the patient that there was no indication of a malfunction associated with the complaint. Customer support advised the patient to follow-up with her health care provider regarding possible settings adjustments and the patient agreed with the assessment. This report is made based on the allegation that the patient experienced hypoglycemia related to a possible need for settings adjustments.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked from the treads to the case cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.